Event description:
Caller reported the presence of air bubbles or gaps in the infusion set tubing during the pumping process. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer decided to use multiple daily injections until reaching home and able to change the supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.